Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced a high blood glucose (bg) level. Bg value not provided. At the time of the report with tandem technical support the customer had not addressed bg level. Customer reverted to an alternate method of insulin therapy.